Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a coronary artery bypass graft on (B)(6) 2019 and suture was used. The suture pulled off from the needle during continuous suturing on the vein. It was not a control release needle. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. One emtpy opened overwrap, a labeled winding former, one detached needle and a needle-suture in two section were received for analysis. The product code is double armed. During the visual inspection of detached needle, the swage and attachment area were noted to be as expected. The barrel hole of the needle was examined under magnification and no suture remnant was observed. The needle-suture pieces was examined and no needle pull off was found; however the end suture was cut that appears to be by use of surgical instrument. The other section of the suture was visually inspected, one end present elongation and another was cut and it matched with the extreme of the needle/suture piece. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. According to the sample condition, suggests an improper handling of the sample.